Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow up this right ventricular (rv) lead was going to be replaced due to exit block resulting in loss of capture. It was noted that the pacing thresholds had increased while the pacing impedance measurements had decreased. The rv lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted insulation damage and the lead body was twisted. This lead was confirmed to be electrically continuous. As a result, the clinical observations could not be confirmed.